Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, the patient was pulled low tidal volumes with audible breath sounds in the mouth so additional air was put on the balloon, but the pressure was not maintained and the patient was re-intubated. One hour later, there was similar occurrence and patient had to be re-intubated again. The defect was on the balloon with one of the device and the other tube was at the valve wherein they could see bubbles when put under water.